Event description:
The customer stated that a female pt generated a result of 472 miu/ml on the architect total b-hcg assay. The sample was tested with a result of <1.2 miu/ml. Another sample was obtained from this pt and recovered a result of <1.2 miu/ml. No impact to pt management was reported.

Manufacturer narrative:
A review of the customer's maintenance procedures indicated that they were not replacing the sample probe every 3 months as instructed in a previous product info letter. Abbott has determined that regularly scheduled replacement of the probe at the sample pipettor position can help maintain optimum system performance and requires that the probe be replaced every 3 months. The architect total b-hcg package insert states that individual samples may exhibit evaluated concentration due to build up of proteins on the sample pipettor probe. The customer was trained on required maintenance procedures and no further assistance was requested. A review of the complaint history for architect isystem was performed for the time period of 2007 through early 2008, and no trends related to this issue were identified. This is the final report.